Event description:
Per provider, gear clamps are leaking. Per independent repair center statement: gear clamp, manifold , leaking, replacements made. Per independent repair center statement, the unit was low o2 or yellow light. The key failure was gear clamps are leaking. Additional malfunctions were gear clamp manifold was leaking.